Manufacturer narrative:
The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17081.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the customer biomed reporting that the primary alarm failed on a v60 ventilator. The device was not in clinical use. No patient or user harm reported. A philips authorized service provider (asp) evaluated the unit and confirmed the reported problem of main alarm failed. The asp determined the central processing unit (cpu) board was faulty and the cause of the issue. The asp replaced the board. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.